Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer's blood glucose was 368 mg/dl. The customer stated that the insulin pump blinked and was not delivering insulin. She stated that she went to turn the light on to give herself insulin but the light began to turn on and off. She stated then the light would not turn back on. She stated that the screen was scrolling as well. After giving a bolus, the blood glucose was in the 200 mg/dl range. She noted that she had been caught out in the rain while in a convertible car. She had covered the insulin pump with her shirt. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.